Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed three ruby coils in the target vessel using the lantern. The physician then attempted to advance the lantern to a more distal location within the target vessel that had a tortuous turn; however, the lantern could not advance through the tortuous turn. Therefore, it was removed. The procedure was completed using another microcatheter and additional coils. There was no report of an adverse effect to the patient.